Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to non-physiologic artifacts and baseline shifts while programmed in secondary sensing vector. Artifacts were reproducible during provocative maneuvers. Other sensing vectors were tested as well. Noise was seen on all vectors when the patient was moving, especially noise which could be reproduced by manipulations around the pocket. Technical services (ts) was consulted and noted the observed pattern of artifacts is likely related to electrode impairment. The patient was hospitalized with therapy deactivated (the patient was protected externally), pending a revision procedure. Additionally, at first device interrogation, the health care professional (hcp) reported a red warning screen but could not recall if an error message was displayed or which error message was displayed. After the warning screen, patient and electrode data as well as the device implant date were no longer available. Ts confirmed this is indicative of a patient data (pd) error. Due to a remaining battery longevity of 14 percent, the hcp decided they will replace the entire system. Of note, ts later confirmed both a pd error was recorded, and the device battery consumption had been increasing at an unexpected rate. At this time, there is no evidence the system replacement has been performed. No additional adverse patient effects were reported. Additional information received indicates the patient underwent surgical intervention, and their s-ICD system was explanted and replaced with a new system. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The device was also exposed to simulated heart load conditions, and the defibrillation, sensing, and recording functions were tested. With the exception of the above referenced high current drain, the device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. As such, analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of noise oversensing and inappropriate shock. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to non-physiologic artifacts and baseline shifts while programmed in secondary sensing vector. Artifacts were reproducible during provocative maneuvers. Other sensing vectors were tested as well. Noise was seen on all vectors when the patient was moving, especially noise which could be reproduced by manipulations around the pocket. Technical services (ts) was consulted and noted the observed pattern of artifacts is likely related to electrode impairment. The patient was hospitalized with therapy deactivated (the patient was protected externally), pending a revision procedure. Additionally, at first device interrogation, the health care professional (hcp) reported a red warning screen but could not recall if an error message was displayed or which error message was displayed. After the warning screen, patient and electrode data as well as the device implant date were no longer available. Ts confirmed this is indicative of a patient data (pd) error. Due to a remaining battery longevity of 14 percent, the hcp decided they will replace the entire system. Of note, ts later confirmed both a pd error was recorded, and the device battery consumption had been increasing at an unexpected rate. At this time, there is no evidence the system replacement has been performed. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to non-physiologic artifacts and baseline shifts while programmed in secondary sensing vector. Artifacts were reproducible during provocative maneuvers. Other sensing vectors were tested as well. Noise was seen on all vectors when the patient was moving, especially noise which could be reproduced by manipulations around the pocket. Technical services (ts) was consulted and noted the observed pattern of artifacts is likely related to electrode impairment. The patient was hospitalized with therapy deactivated (the patient was protected externally), pending a revision procedure. Additionally, at first device interrogation, the health care professional (hcp) reported a red warning screen but could not recall if an error message was displayed or which error message was displayed. After the warning screen, patient and electrode data as well as the device implant date were no longer available. Ts confirmed this is indicative of a patient data (pd) error. Due to a remaining battery longevity of 14 percent, the hcp decided they will replace the entire system. Of note, ts later confirmed both a pd error was recorded, and the device battery consumption had been increasing at an unexpected rate. At this time, there is no evidence the system replacement has been performed. No additional adverse patient effects were reported. Additional information received indicates the patient underwent surgical intervention, and their s-ICD system was explanted and replaced with a new system. Besides intervention, there were no other adverse patient effects reported. Device return is expected.